Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during preparation, the device was broken, and spindle extraction problems were noted. The procedure was completed with another balloon and there were no patient complications reported.